Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on the (B)(6) 2010 passing a self-test. The device was manually power cycled on two occasions, the device detected an in range patient impedance form the technical log. No shock was advised however the shock key was recorded as being pressed on multiple occasions. The device recorded a failed self-test with a nonsensical duration. The technical log indicates that on this occasion the shock key was recorded as being stuck. Additional manual power ups are recorded with an in range patient impedance measured, no shock was advised however the shock key is recorded as being pressed on multiple occasions. Manual power ups of ten minutes duration are recorded between the (B)(6) 2014 and the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. Ten minute time outs would suggest a failing membrane. No fault was observed or measured on the shock key. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.